Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that instances of high out-of-range shock impedance measurements were found recorded to this cardiac resynchronization therapy defibrillator (crt-d) upon interrogation. It was noted that at the time of follow-up, shock impedances had stabilized within normal limits. Right ventricular (rv) lead sensing, threshold, and pace impedance measurements were stable and within expected range. The physician elected to continue monitoring the patient's system with increased follow-up. No adverse patient effects were reported.